Manufacturer narrative:
On previously submitted report, addresses in the section d and g were wrong. Section d and g has been updated/corrected in this report.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be peeled off, the airflow route was blocked and airflow was not being delivered. The device's inlet air path foam needs to be replaced to address the issue.